Manufacturer narrative:
Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a driveline fault alarm, low speed operations and pump stop alarms. The driveline fault alarm was cleared; however, it returned after 5 minutes. The patient was asymptomatic. The patient's driveline was assessed by a clinician in the emergency department and exposed wires were observed and pump stoppages were noted in the history. On (B)(6) 2015, the manufacturer¿s clinical consultant visited the patient and noted that the wires were taped properly and were no longer exposed. The patient stated that he had disconnected the driveline from the system controller to clear the alarms, causing the pump stoppages that were found in the event history. On (B)(6) 2015, the manufacturer¿s technical service representative evaluated the patient's driveline. The patient stated that each time a driveline fault alarm occurred, he would disconnect the pump from the system controller and reconnect each time, and that seemed to clear the alarm. He also stated that he had disconnected the pump about 6-7 times. The patient's driveline was tested using the phase interrupter along with manipulating the external portion of the driveline. The test did not indicate any open wires. Once the alarm was permanently silenced by the vad coordinator, the patient did not have any further low speed or pump stop events. X-rays did not indicate any apparent driveline damage. The low speed and pump stop events are suspected to be a result of the patient disconnecting the pump from the system controller. The system controller was replaced. No further events have been reported.

Manufacturer narrative:
The system controller was returned for evaluation. The reported event of driveline fault alarms and motor stop events was confirmed through the log file analysis. The log captured eight temporary motor stop events and the driveline fault would temporarily clear following each of the pump stop events. Although the root cause of the motor stops could not be conclusively determined, the events captured appear consistent with the report of the patient disconnecting and reconnecting the driveline in an attempt to clear the driveline fault alarm. Information reported to the manufacturer also indicated that the patient was asymptomatic at the time of the events. The system controller was functionally tested and operated for an extended period of time while connected to a mock circulatory loop, and the driveline fault alarm was not reproduced. The system controller functioned as intended during testing. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.